Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results and to provide a correction to section g4. The incorrect 510k was inadvertently entered on the initial report. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. One tr band was returned for product evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or balloons. There is 0ml of air left in the balloons. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab causing a leak at the tubing channel on the balloon tab. The ops qe was notified, and a nonconformance (nc) was initiated for this issue. The nc will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: bsn. A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the procedure performed was diagnostic left heart catheterization. It was reported that the tr band 2 involved was test inflated with 18 milliliters (ml) of air prior to being used on the patient. No issues were observed with test inflation. The tr band was deflated and fitted on the patient. The tr band was inflated while a 5 french procedural sheath was removed in the usual fashion. Air was titrated off using the tr band syringe until flash bleeding was observed and 2ml of air was introduced to create hemostasis. Prior to the patient leaving, angio suite bleeding was observed under tr band. The technologist went to add air to band and reported that air could not be instilled in the tr band as the band was not holding air. The tr band was removed, manual pressure held, and another tr band was fitted and inflated in the usual fashion. The band held air. The patient was in stable condition. The procedure outcome was successful. There was no patient injury/medical or surgical intervention required. No equipment or other device were used with the product involved.